Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 60 watt. According to the complainant, during the procedure, while the surgeon was lasering the stone in the kidney, the tip of the fiber broke off. The fiber tip was removed using a basket and nothing was left inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. The fiber was returned broken. The broken piece measured approximately 145 cm from the top of the connector to the break. The remainder of the fiber including the distal tip was not returned. There was a burn mark at the break, this indicated that the fiber broke while in use. The event as reported cannot be confirmed. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 60 watt. According to the complainant, during the procedure, while the surgeon was lasering the stone in the kidney, the tip of the fiber broke off. The fiber tip was removed using a basket and nothing was left inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.